Manufacturer narrative:
The product was not returned for analysis. Results from product history record review indicated the lens met release criteria. There were no other complaints reported for this lot. The root cause could not be determined. (B)(4).

Event description:
A surgeon reported that an intraocular ring was implanted during an intraocular lens (iol) implant surgery due to the haptic broke during the implantation of the iol. A vitrectomy was performed the following day. The surgeon reported the use of an unapproved injector and viscoelastic during the surgical procedure. In a follow-up, the surgeon indicated that the iol remains implanted and the outcome of the event is "minimal iol dislocation." Hydrocortisonum medication was used due to additional manipulation in the eye. There are three medical device reports associated with this event. This report is for the second pt.